Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 132 mg/dl and 319 mg/dl within 10 minutes on the aviva system. Customer reported feeling shaky when the reported results were obtained. Customer states she ate some squash and her symptoms improved within a few minutes. Meter was coded incorrectly. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.